Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were recommended. No patient symptoms were detected.

Event description:
New information received notes that programming changes were made. Another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were discussed. No patient symptoms were reported.

Event description:
New information received notes that programming changes were made. The patient was stable and will continue to be monitored.